Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with difficult anatomy, the valve was attempted to be deployed in an intended high position. During deployment, a lot of force was applied to the delivery catheter system (dcs) and non-medtronic guidewire in order to get the capsule of the dcs to conform into the ascending aorta's outer curve. The valve dislodged and was recaptured. While recapturing, the proximal end of the capsule was observed to be buckled and was recommended by the medtronic representative to pause the procedure to exchange the system for a new dcs. It was decided to proceed with the same system. While trying to deploy the valve a second time, the capsule separated from the catheter and stayed in place and with the valve remaining sheathed. The system was withdrawn from the patient and exchanged for a new dcs and valve and was implanted uneventfully. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: procedural images were not available for review and the delivery catheter system (dcs) was not received for analysis. The reported event indicated that there was difficulty positioning the valve correctly. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that there was difficulty in getting the capsule of the dcs to conform with the ascending aorta¿s outer curve. It was also reported that the patient¿s annulus had slight calcification spots on both the right coronary cusp and the non-coronary cusp, and that the patient¿s aortic valve had severe calcification on the rim of all leaflets. The reported event also indicated that the valve was recaptured once due to the valve dislodging during deployment. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The capsule was reported to have buckled during the attempt at recapture. A medtronic representative recommended that the system be exchanged for a new dcs and valve. The physician elected to continue using the same system. During the second attempt at deployment, the capsule separated. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification. These events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity (&) calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. A device history record (DHR) review was performed on the delivery catheter system (dcs) lot and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that there was no unusual resistance felt while loading the valve and no misload identified. The patient's annulus had slight calcification spots on the right coronary cusp (rcc) and non-coronary cusp (ncc) side. The patient's aortic valve had severe calcification on the rim of all leaflets. No adverse patient effects were reported. Corrected data: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.